Event description:
It was reported that a "few weeks" after implant, pt lost all benefit from the therapy. Impedance measurements were 4000 ohms except on lead combinations 1 and 2 and 2 and 3. The pt stated there had been no impact to the site since the implant. When the device was removed, the lead was disconnected from the implantable neurostimulator (ins). The physician tried to reconnect but the lead still slid out of the ins, so the ins was replaced. There were no pt injuries reported.

Manufacturer narrative:
(B)(4).